Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated svc code 203 and displayed code 204. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test and displayed svc code 203 (pulse test fault) and svc code 204 (belt/monitor unusable). Upon investigation, q12, q13, q16, and q17 (high voltage transistors) were found to be intermittent on the defibrillator board and the belt connector was found to be damaged. The cause of the failed pulse test and svc code 203 was the intermittent transistors. The root cause of the defective transistors was unable to be positively identified. The cause of the code 204 was isolated to the damaged belt connector. The root cause of the damaged connector was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.